Manufacturer narrative:
The pump user guide states do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka). The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 100 units of insulin. During troubleshooting with tandem technical support (cts), it was discovered the customer was not practicing the proper air removal technique and was adding and removing insulin from the cartridge. Cts reminded customer this was off label. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. The customer¿s blood glucose level was 200 mg/dl.